Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies. The patient was seen at the center for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. The decision was made to explant the device. The patient's device was explanted. The patient was re-implanted with another advanced bionics cochlear implant.